Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection broke on an extension set with a 0.2 micron filter. The connection broke while attempting to separate the filter from the line to add a spiros. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update ni to n/a), h3, h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.